Manufacturer narrative:
The lot number was provided for two malfunctions and complaint history reports were run, the lot number was unknown for the other eight malfunctions. Of the ten malfunctions, no devices were returned for evaluation; therefore, the investigation is inconclusive for a suction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model 1808000 implantable port allegedly experienced a suction problem. This information was received from various sources. All ten malfunctions involved patients with no reported consequences. One patient was reported as (B)(6) year-olds and weighing (B)(6) lbs. The remaining patients¿ age and weight were not reported. Of the reported patients, three were female, the remaining patients¿ sex were not reported.